Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An x-ray showed fractured conductors approximately 6 centimeters from the terminal pin. This type of fracture is consistent with cyclic fatigue. The lead failed a resistance test which confirmed the conductor was fractured. Overall, analysis was able to confirm the electrical and physical allegations made against the lead in the field.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting both high out of range pacing and shock impedance measurements. Oversensing of noise, and loss of capture with high threshold measurements were also observed on the rv channel. Surgical intervention was performed and the rv lead was observed to have been fractured near the df-4 conductor. The rv lead was then explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting both high out of range pacing and shock impedance measurements. Oversensing of noise, and loss of capture with high threshold measurements were also observed on the rv channel. Surgical intervention was performed and the rv lead was observed to have been fractured near the df-4 conductor. The rv lead was then explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An x-ray showed fractured conductors approximately 6 centimeters from the terminal pin. This type of fracture is consistent with cyclic fatigue. The lead failed a resistance test which confirmed the conductor was fractured. Overall, analysis was able to confirm the electrical and physical allegations made against the lead in the field. (B)(6) 2026 - this correction report is being issued to update missing initial reporter information.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting both high out of range pacing and shock impedance measurements. Oversensing of noise, and loss of capture with high threshold measurements were also observed on the rv channel. Surgical intervention was performed and the rv lead was observed to have been fractured near the df-4 conductor. The rv lead was then explanted and replaced. There were no additional adverse patient effects reported.